Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During functional testing, the generator produced high output and high rf leakage. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during routine functional testing, biomed received high output on cut-5 (46.9 watts) and high rf leakage with their pulsar¿ generator. Analysis conclusion: complaint not confirmed: the device functioned as expected and met the product specification requirements for both electrical continuity testing and for pull force testing. Also, all four measured continuity resistance values were within the acceptable range of > 5 (ohms); therefore, the output through the device could not have been affected by the device itself. The testing that was completed by biomed was testing for the rf leakage of the customer¿s generator and is not applicable to device testing. Based on the test results above which confirm that the device is within specification for all measured attributes there is no indication that the device under examination would contribute to a failed rf leakage current test. Since, an oscilloscope is recommended for testing the pulsar¿ generator output settings, cut-5, it is plausible to suggest that the testing performed by biomed utilizing a fluke analyzer was not performed correctly. If information is provided in the future, a supplemental report will be issued.

Event description:
During functional testing, the generator produced high output and high rf leakage. There was no patient involvement, therefore patient information is not applicable.